Event description:
The facility reported an infusiion pump with depleted main batteries. Info was not provided regarding whether or not the failure occurred during an infusion. No reports of any pt incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information,